Manufacturer narrative:
Corrected information has been provided in d4 serial number. G1 corrected the manufacturer contact phone number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was patient related due to systemic coagulopathy with multi-site bleeding.

Event description:
An impella cp device was inserted into the right femoral artery in a 34-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was oozing from bilateral groin access sites. The patient was suspected to be in disseminated intravascular coagulation (dic). Labs were pending. Partial thromboplastin time (ptt) was over 125. Manual pressure was applied. It was noted that the patient was on heparin. One week after impella insertion, the device was removed. The post-procedure outcome is survived at explant. The impella functioned at p-3 at 1.6l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 and h6 updated with additional information received from the clinical site. Health effect - impact code f12 was omitted based on the additional information.

Event description:
An impella cp device was inserted into the right femoral artery in a 34-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was oozing from bilateral groin access sites. The patient was suspected to be in disseminated intravascular coagulation (dic). Labs were pending. Partial thromboplastin time (ptt) was over 125. Manual pressure was applied. It was noted that the patient was on heparin. Heparin was held for the patient. Bleeding resolved as the patient's condition improved. Blood products were given per hospital protocol. One week after impella insertion, the device was removed. The post-procedure outcome is survived at explant. The impella functioned at p-3 at 1.6l/min as intended. Bleeding is consistent with access-site complications and the anticoagulation and purge requirements associated with impella support.